Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer states: received wheelchair from (B)(4). Consumer was in chair, and removed right elevating leg rest to fit through bathroom door (chair was too wide to fit). When he did this, the chair tipped over. He received cuts and bruises on both legs and arms. He alleges the left leg is still tore up. Consumer had to leave for doctor's appointment before giving information as to what, if any, medical intervention was needed, and to get complete information. Incident occurred approximately on or about (B)(4). MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9xdt, serial number/date code unknown. The owner's manual part number 1056953, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consume's age is unknown, height is unknown, weight is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.